Manufacturer narrative:
The insulin pump was received with a detached end cap, partially broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window. The functional testing could not be performed due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a broken insulin pump. The customer stated that the entire bottom part of the medtronic emblem pops out and does not push the reservoir to give her insulin. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.